Event description:
The customer reported that the left (live) monitor went blank during a procedure and they could not see the fluoroscopic image. There is not report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power motor relay board connectors were reseated and the monitor power supply voltage was adjusted. The system was then found to be operating as intended.